Event description:
It was reported that the patient with this implantable pacemaker experienced low heart rate and stated the device is not working. Boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported.